Event description:
It was reported that a system error 2367 (power failure error that discontinues the present therapy and is due to a possible air in set/line) alarm occurred on a home choice (hc) device during use. The home patient (hp) was connected at the time of the alarm. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.